Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open skin irritation on their back from the lifevest equipment. Patient reported that the system was heavy. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended neosporin for the skin irritation. Outcome of the irritation is unknown.